Manufacturer narrative:
Analysis of the pump identified no anomalies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving lioresal (unknown concentration and dose) via an implantable pump for an unknown indication for use. It was reporting during refill on (B)(6) 2020 there was trouble refilling the pump, so the surgeon opted to replace it with a new one on the same date. The issue was resolved, and the patient status was alive - no injury. The pump would be returned. Troubleshooting and contributing factors were unknown. There were no reported symptoms. Further complications were not reported.